Manufacturer narrative:
H3, h6: one screw biosure regenesorb 5mm x 25mm, used in treatment, has returned for evaluation. The information provided states: ¿during a tibial fixation surgery, when screwing in the biosure regenesorb interference screw in the tibia, the doctor tried exert further force to screw in but then the whole screw was directly pushed inside the bone tunnel, the tunnel become widen and the screw was loosen¿. Visual assessment confirms complaint. Fragments of the screw were returned. There was a relationship between the reported even and the device. An exact root cause cannot be determined with confidence without the pertinent clinical details; however, factors that could have contributed to the reported event include: not preparing the insertion site as required by the instructions for use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during the procedure, the screw broke immediately when the screw was inserted to the driver. No patient injury or delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.